Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation was unable to be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A steerable guide catheter and a mitraclip xtw were prepared. The steerable guide catheter was inserted without issues. A mitraclip xtw was then inserted and advanced in the left atrium (la). While turning the arm positioner, resistance was encountered. A transesophageal echocardiogram (tee) was performed and confirmed that the clip was not touching the valve leaflets or the valve annulus. Troubleshooting was performed but the issue continued. Therefore, the clip was removed and replaced. One clip was implanted, reducing the mr to a grade of 2. However, after removal of the steerable guide catheter (sgc), an atrial septal defect (asd) was observed. Therefore, and asd closure device was implanted. There was no clinically significant delay in the procedure.